Event description:
The subject device was implanted from c5-7 for an anterior cervical fusion. Post-operatively on 8/4/1998, it was found that the device had fractured and pseudoarthrosis had developed at the c6-7 level of the plate. On 10/14/98, the device was removed and a posterior spinal fusion performed.